Event description:
The manufacturer received information alleging a ventilator had low oxygen pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.